Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had persistent bacteremia without an identifiable source and there was concern that the implantable pulse generator (ipg) could be playing a role in the infection. The ipg system was explanted. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.